Event description:
This is an adverse event recorded on a case report from as part of the (B)(6) pt registry. A pt with a 7 cm long barrett's esophagus containing low-grade dysplasia was treated with circumferential ablation. The pt previously had mucosal resection, focal multipolar electrocoagulation, and photodynamic therapy with stricture formation and dilation. After step-wise circumferential and focal ablation, the pt was noted to have a mild narrowing of the distal esophagus w/o symptoms. They were dilated one time to resolution. Per the physician and case report form, the event was considered mild in severity (and stricture was a pre-existing condition), relationship of event to procedure was probable, and there was no device malfunction. Even though the case report forms indicate that a stricture was present at some time point prior to circumferential ablation, the MFR is submitting this MDR to ensure full compliance with 21 c.f.r. Part 803.